Event description:
It was reported that a check-flo sterility sleeve was unsealed. When preparing for a procedure, the user discovered that the device's sterile seal was "broken." The product did not cross the sterile field. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Date of event: (B)(6) 2022. Occupation: purchasing. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Correction: the device was received on 25mar2022 and the preliminary dfa was reviewed. The reported failure of the "check-flo sterility sleeve was not sealed inside the packaging" was not confirmed, however, the black gasket was broken and floating freely inside the sealed package. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.